Event description:
It was reported via repair work order that the stretcher had intermittent zoom due to damaged pcb box and pinched load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.